Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other similar complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported inflammation in the anterior chamber (ac) involving descemet membrane folds (dmf) in an eye following an intraocular lens (iol) implant procedure. The patient experienced a reduction in eyesight and was treated with medication. Symptoms resolved and the lens remains implanted.